Event description:
A patient had two 3.5x8mm cypher stents implanted, one in the proximal cx and another in the mid lad. Six months later, the patient underwent target lesion revascularization in the proximal cx for restenosis.

Manufacturer narrative:
Additional information indicated that te 3.5x8mm cypher stent placed in the mid lad at index restenosed and was revascularized two days after the proximal cx cypher restenosed. Please note that this device (crs08350, r0603406) is distributed outside the united states product cx08350. Additional information will be provided within 30 days of receipt.